Event description:
It was further reported that the lesion was moderately calcified. A little resistance was encountered when the physician advanced this device to the lesion. The stent was detached when they tried to remove this device from the patient. The stent was detached at the distal posterior descending artery of the right coronary artery. They retrieved the stent with an unspecified snare. They did not deploy the stent as a result in this procedure.

Event description:
It was reported that during a percutaneous coronary intervention a stent dislodgement occurred.the 90% stenosed target lesion was located in the calcified and severely tortuous posterior descending artery of the right coronary artery. The 2.25 x 20mm promus element plus mr stent was dislodged from the balloon of the stent delivery system inside the patient during use. They were able to retrieve the detached stent from the patient. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was also returned severely stretched and damaged. No kinks were noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).